Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string separated from the tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget on her own and went to the ER. An ER doctor removed the pledget from her vaginal cavity. She did not receive any additional medical treatment and did not experience any adverse health effects.